Event description:
Hooked patient up to blood tubing and started infusion. Blood begin spurting out of tubing attached to patient. Upon examination it was found to have several pinpoint holes along tubing. Tubing saved in bio hazard bag and sent to proper resources for further examination.